Event description:
It was reported that intermittent occlusion alarm occurred.customer changed the pump supplies to address the issue. Reportedly, on (B)(6) 2023 the customer went to the emergency room and was subsequently admitted into the intensive care unit (ICU) with a blood glucose level of "high" although specific value was not provided, with high ketones. Reportedly the customer fell and a broke an arm. Customer attempted to address the elevated (bg) with a manual insulin injection. Customer was treated with intravenous fluids of saline and insulin, which resolved the issue, and the customer was released on (B)(6) 2023 with no permanent damage.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.